Event description:
It was reported that the patients ipg was replaced due to an unknown reason. The explanted ipg was discarded per hospital policy and the patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.